Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose level. The customer's blood glucose levels were 400 mg/dl and 110 mg/dl. The customer mentioned it because of his issue with sensor that gone bad due to calibration error, he was getting reading of sensor around a hundred. The insulin pump was on auto mode at the time of incident. The customer declined troubleshooting for high blood glucose level and sensor issues. The insulin pump will not be returned for analysis.